Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, loss of capture, and high impedance. Reprogramming was done and the patient was being externally paced due to their heart rate and blood pressure dropping. It was also noted that the implantable pulse generator (ipg) reached early battery depletion. The lead was capped and replaced and the device was explanted and replaced. No further patient complications have been reported as a result of this event.